Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was explanted. The patient did not want to revise. The patient was receiving satisfactory pain relief from oral medication and no longer needed the pump.

Event description:
It was reported that the patient experienced pain at the pump pocket. An x-ray was performed and confirmed the pump was flipped. The patient¿s status at the time of the event was said to be alive and no injury. It was stated that the pump currently did not contain any drug; it was not clear if the pump was empty. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.